Event description:
It was reported, that a patient presented with high capture threshold. And high pacing impedance noted, on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.